Event description:
It was reported that this patient underwent a surgical procedure to explant their existing inflatable penile prosthesis (ipp) due to infection secondary to the scrotal tissue opening around the pump site. All components were explanted and the site was cleaned prior to implant of a malleable prosthesis. No further complications were reported. The explanted product is not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.